Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure with the subject device at the user facility, the image of the subject device had failure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus korea checked the subject device and found that the image was not displayed due to the damage of the camera cable.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus korea, there was the possibility that this phenomenon was attributed to the camera cable failure due to the excessive force being applied to the camera cable by the user handling. If additional information becomes available, this report will be supplemented.